Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The patient alleged the up arrow, down arrow, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/10/2016 with the following findings: during investigation, all the keypad buttons were found to be unresponsive. The original complaint of up arrow, down arrow, and ok buttons being under responsive was not able to be confirmed. The audio bolus button was unable to be tested due to the keypad not working. The keypad was intact with no evidence of peeling or damage. The keypad was removed to find no evidence of contamination on the keypad contacts. Unrelated to the original complaint, a crack was found in the battery compartment below the bumper pad, and on the base between the case seal and keypad. A leak was found due to the cracked pump case. Moisture was present all over the internal pump especially on the display board, on the motor flex connector, and on the keypad connector. The pump was powered on to distorted text on the display.

Manufacturer narrative:
Follow-up #2: date of submission 09/01/2016 -correction: date of submission of follow up #1 3500a supplemental should have been 09/01/2016.